Event description:
It was reported that in early (B)(6) 2011, the patient reported a significant decrease in speech discrimination and perception. Aided testing indicated a significant decrease (from 72% to 20%) in speech discrimination for that ear. Externals were exchanged; however, no improvement was observed. CT scan was completed and revealed complete electrode insertion with nothing remarkable noted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.